Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failures occurred following a system reboot performed after a software upgrade. A technical support specialist (tss) connected to the station and accessed the system using administrative credentials. The tss followed the prescribed procedure from the relevant knowledge article addressing legacy full-height drawer accessibility after firmware upgrade and completed the required configuration steps. The tss updated system settings to enable automatic login, restarted the station, and verified system behavior post-restart. The tss communicated with the customer to confirm resolution, received confirmation that the issue was resolved, and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failures occurred following a system reboot performed after a software upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.